Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar devices are sold in the united states by b. Braun medical, inc. Primary unique device identifier (UDI) # for similar device: (B)(4). Premarket submission # k142596 k191910.

Event description:
According to the event description: at 0800 hours the staff keyed in rate 140 milliliters an hour (ml/h), volume to be infused (vtbi) 70 milliliters (ml), running for 30 minutes. At 0830 hours the bag was still full. Vent was open and roller was loose. Staff did not touch both after the incident. No patient complications were reported as a result of this event.